Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. This was due to the touchscreen being out of calibration and fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from a nursing unit with a report that the device would not calibrate prior to patient use. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.